Manufacturer narrative:
Internal report reference number: (B)(4). Incorrect test strips were returned for evaluation. Meter was returned for evaluation investigation in process. Note: manufacturer contacted customer in a follow-up call on 14-jul-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated she had received a replacement meter from us med; customer stated the replacement test strips did not resolve the initial issue and she was still obtaining high blood glucose test results. Customer requested replacement meter and test strips be sent.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 212mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 150-160mg/dl; customer does not have an expected non-fasting range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 185mg/dl and 171mg/dl using true metrix air meter; customer was satisfied with the results obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/15/2021 and test strips were opened four days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 08-sept-2021. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.